Event description:
It was reported that balloon rupture occurred requiring additional intervention. The 80-90% stenosed target lesion was located in the non-tortuous and non-calcified subclavian vein and arteriovenous fistula circuit. A 7.0 x 200, 135cm mustang balloon catheter was advanced for dilation. However, during initial inflation at rated burst pressure for a few seconds, the balloon ruptured and fragmented leaving pieces in the patient. The physician attempted to retrieve the fragments but was unsuccessful and consequently had to place a covered stent in the patient to trap the balloon fragments and the procedure was completed. No patient complications were reported, and the patient was fully recovered.